Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent to treat a lesion in the cx. There was 100% occlusion with some calcification. There was no damage noted to the device packaging. There were no abnormalities noted before use. The device was prepped as usual, but negative prep was not performed. A radial approach was used. The lesion was pre-dilated. The device did not pass through another stent. There was resistance, no excessive force was applied. It is reported that the device failed to cross the lesion and when removed it was noted the stent struts were damaged. Further pre-dilation was performed and the procedure completed with a 2.75x34mm resolute onyx stent. No patient injury is reported.